Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the keys 5, 8, 9, 0 and period/dot were creating "double strikes". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective keypad. The front panel requires replacement to address this issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had keypad issues. This occurred during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.